Event description:
It was reported that upon interrogation with the physician programmer there was a message that ¿delivered amplitude may not be what the actual programmed amplitude was.¿ it was reported that readings of greater than 40,000 ohms on pairs using electrode 10. It was noted that the reporter last saw the patient on (B)(6) and that patient stated that she had 2 good days and then went downhill from then. It was noted that the caller had a difficult time getting strait answers from the patient about details of therapy changes or even how well the therapy was working. Additional information received reported that the message that the doctor saw on the physician programmer on the prior day would appear due to an out of regulation (oor) condition. It was noted that the reporter did not believe that the patient had higher than average parameters. It was noted that the clinician stated that the patient looked better when they left yesterday after reprogramming. It was noted that the clinician contacted the manufacturing representative with concerns about the integrity of the system. Additional information received reported that reprogramming was performed. It was noted that no malfunctions were seen or cause of issue determined. It was noted that no interventions were taken or planned. It was further noted that the patient movement disorders remained therapeutic although the patient had difficulty differentiating stimulation effects from disease effect.

Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot # va03hnx, implanted: (B)(6) 2013, product type lead; product ID 3708640, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708640, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3387s-40, lot # va05cba, implanted: (B)(6) 2013, product type lead. (B)(4).